Manufacturer narrative:
510k: this report is for an unknown synthes zero-p convex spacers/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kim th et al (2018). Can the zero-profile implant be used for anterior cervical discectomy and fusion in traumatic subaxial disc injury? A preliminary, retrospective study. Journal of korean neurosurgical society. Volume 61. Pages 574-581. Https://doi.org/10.3340/jkns.2018.0090 this retrospective analysis study aims to compare the clinical and radiologic outcomes achieved with anterior cervical decompression and fusion (acdf) using zero-p for traumatic cervical disc injury to those achieved for degenerative cervical spondylosis. Between january 2013 and december 2016, a total of 53 patients who underwent acdf using the unknown synthes zero-profile interbody fusion device, were included in the study. Patients were divided into 2 groups: group a which consisted of 17 patients (16 men and 1 woman with a mean age of 53.9 years) who had traumatic cervical disc injury and group b which consisted of 36 patients (17 men and 19 women with a mean age of 57.0 years) who had degenerative cervical disc herniation. After sufficient decompression, an unknown synthes zero-p convex implant and 4 unknown synthes zero-p screws were applied. After surgery, all patients were instructed to wear a philadelphia neck brace for 4 weeks. The cervical curvature angle, fusion status, and subsidence rate were assessed using cervical x-ray and cervical computed tomography (CT). Cage subsidence was defined as a decrease in interbody height >3 mm on a plain radiograph 12 months postoperatively. The difference in subsidence was based on the length between the center of the upper and lower endplates in a lateral x-ray. Clinical outcomes were evaluated pre- and postoperatively and at the last follow-up using the japanese orthopedic association (joa) score. At the last follow-up, patients were assessed according to odom¿s criteria, which ranging from ratings of excellent to poor. Complications were reported as follows: (group a): 7 cervical spine levels had cage subsidence. 3 patients had a fair score per odom¿s criteria. 2 patients suffered from transient dysphagia but recovered within 3 weeks post-operatively. (Group b): 12 cervical spine levels had cage subsidence. 3 patients had a fair score per odom¿s criteria. 1 patient had a poor score per odom¿s criteria. 1 patient suffered from transient dysphagia but recovered within 3 weeks post-operatively. 1 patient reported prolonged vocal cord paralysis. This report is for an unknown synthes zero-p convex spacers. This is report 1 of 3 for (B)(4).